Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the pump was unable to prime unit during prime test due to faulty force sensor system. The pump was unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside of the device and passed. The pump was received with minor scratches on lcd window, cracked case at display window corners, broken reservoir tube lip and belt clip slot.

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 389 mg/dl. The customer stated that she received a motor error during bolus delivery. The customer stated that there was more than one motor error in the last 30 days. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.